Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion of a trochanteric fixation nail construct, issues occurred with the targeting of the helical blade and interlocking screw. Due to the reported difficulties, the helical blade was nicked where it had contacted the nail. Consequently, a lag screw was used in place of the helical blade. In addition, the distal locking screw targeted posterior to the nail so the surgeon inserted the distal locking screw manually. This resulted in a reported 20 - 30 minutes added to the procedure. This complaint involves 12 devices. This is report 4 of 12 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: one part # 357.052 was received. The instrument has hammer marks on the laser marked face, and various gouges on knurled sides. Laser marking is legible and threads are undamaged. Several instruments were received with a complaint category of misaligned. The drawing for each instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The devices are in good condition, with only minor scratches and dings consistent with regular use. The returned instruments are part of the trochanteric fixation nail system (tfn) and their proper use and maintenance is addressed in technique guides j10382-b, j9516-c, and j3900-I. The returned devices were assembled together and there were no misalignment or assembly issues. A known good lag screw (04.032.100 / lot#6538897) and nail (456.315 / lot#6700338) were attached and aligned properly as intended during this evaluation. This procedure is technique dependent, and the cannulated connecting screw must be tightened following insertion of the nail (technique guide j10382-b). This complaint condition may have resulted from the cannulated connecting screw being loose and/or it could have been caused by deflections forces from the soft tissue. The cause of this complaint is determined not to be a design deficiency. All returned parts are determined to be suitable for their intended use when used and maintained as recommended. Since the complaint condition could not be replicated with known good components available at the chu, this complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.